Manufacturer narrative:
Results: the penumbra smart coil detachment handle (handle) components were separated and one of the nosecone tabs were broken and missing. Conclusions: evaluation of the returned device revealed that the handle components were separated, and one of the nosecone tabs were broken and missing. This damage likely occurred when the handle was dropped. Penumbra handles are visually and functionally tested by quality during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing to use a penumbra smart coil detachment handle (handle) for a coil embolization procedure, the hospital staff accidentally dropped the handle onto the sterile field. Consequently, the tip of the handle broke off and therefore, was not used for the procedure. The procedure was completed using a new handle.